Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user chose to discontinue and return the ilet system due to episodes of hyperglycemia and feeling overwhelmed while using the device, despite completing troubleshooting and education, and without any reported device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included the user stopping use of the ilet. Investigation included an internal complaint review and field team assessment for return authorization. Investigation of this case revealed no device malfunction and no specific component issue, leaving the cause of hyperglycemia unclear. Based on prior findings from similar reports, the cause was inconclusive.